Event description:
It was reported that the rv lead was intermittently capturing at max output during clinic interrogation. Rv lead was attempted to be revised, but helix would not extend. The lead was explanted and replaced. The patient was stable.